Event description:
It was reported that there was a charge circuit time out alert. The battery voltage was 2.61. It was further reported that the device reached elective replacement indicator. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products. 1688t implantable pacing lead (B)(6) 2004; 6947-58 implantable tachy lead (B)(6) 2010; 511212 implantable pacing lead competitor (B)(6) 2010. (B)(4).

Manufacturer narrative:
Product event summary- the device was returned and analyzed. Analysis revealed the returned device indicated normal battery depletion.

Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did perform as described in the field action. Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated high voltage capacitor charge time was longer than expected for a device not yet at elective replacement indicator (eri).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.